Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the left motor is failing causing the chair to veer to the right.